Event description:
During evaluation of a returned spectrum iq infusion pump, the device had very low audio. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Evaluation included a visual assessment as well as functional testing. During evaluation the device had very low audio. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The cause was identified to be a loose speaker. The rear case was replaced to correct the condition. Should additional relevant information become available, a supplemental report will be submitted.